Event description:
New information received notes the right ventricular (rv) lead was capped 09 jun 2023 and replaced. There were no patient consequences.

Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that noise and increased capture thresholds were observed on the ventricular channel. The noise was reproducible with isometric movement. A right ventricular (rv) lead clavicular crush was suspected. The patient was referred to an electrophysiologist for possible lead extraction. The patient was stable.